Event description:
Customer received result of 134 mg/dl on the performa system, and a result of 522 mg/dl on the mobile system within 10 minutes. The customer took unspecified insulin based on the result of 134 mg/dl. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the performa system (lot number 471184, expiration date 03/31/2014). (B)(4).